Manufacturer narrative:
Product is not yet returned yet to manufacturer. No examination performed; the review of the device history records and traceability shows no deviations to specifications or non-conformances to procedures that might have contributed to this event. Investigation still in progress. Conclusion not yet available .

Event description:
Mobi-c p and f us : disassembly. According to the reporter: mobi-c was being inserted and before the implant was even 1/5 inserted it fell apart on the inserter and could not be reattached to the inserter . Another implant had to be opened in order to successfully complete the case . No impact on patient; no surgery delay over 30 min; surgery was completed with another device of the same size; according to the reporter, the surgeon did not encounter any unusual resistance during the implant insertion but there was a rotation to center the device. Investigation still in progress.

Manufacturer narrative:
Additional information: a5, d4 (UDI number), g5 (PMA/510k), h6 (patient codes, device codes, results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, a mobi-c implant disassembled upon insertion into the disc space. Another implant was successfully implanted in its place. There was no reported patient harm or additional impact to surgery.